Event description:
It was reported that the patient is (B)(6) months old an has a congenial hyperinsulinism and cardio-respiratory issue, and as a result had a jejunostomy to create a tract for a continuous enteral feed. The j-tube was accidentally pulled out by the hospital. The hospital inserted a 12fr catheter and inflated the balloon with 5mls of water. The balloon was checked on a weekly basis. The parents were told to continue to use foley catheters for enteral feeding. On (B)(6) 2015, the parents placed a new foley catheter in the jejunal tract. The following day, (B)(6) 2015, they noted that the tape securing the device was wet. The patient was taken to a hospital where the catheter fell out. It was alleged by the mother that the foley appeared compromised. Due to the foley falling out the patient was without enteral feeding for 4 hours, and experienced an episode of hypoglycemia.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.